Manufacturer narrative:
The complaints could not be verified through production or quality testing. The returned midwest e attachment was tested by both production and quality personnel. Maximum temperatures for the attachment did not exceeded requirements for maximum allowable temperature standards.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:1 attachment overheated. There was no injury or intervention.